Manufacturer narrative:
This is a report for a similar device that is not marketed in the us. Suspect medical device - similar device model number ped2-475-25 brand name = pipeline flex w/shield technology. The pipeline flex has been returned to medtronic. Evaluation is currently in progress. A follow-up MDR will be submitted when the in vestigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that a pipeline flex embolization device with shield technology (ped2) failed to open at middle segment during a flow diversion procedure. The ped2 was used to treat a patient's saccular aneurysm location at the right internal carotid artery. Patient's vessel tortuosity was described as moderate. The aneurysm had max diameter of 22mm and neck width of 15mm. The distal landing zone artery sides were 4.4mm distally and the 4.8mm proximally. It was reported the ped2 was prepared following the instructions for use. The ped2 was not placed at a bend and was used with a non-medtronic microcatheter. When the physician unsheathed the ped2 braid for the first time, the distal segment of the braid did not open. The ped2 braid was resheathed. On the second unsheathing, the distal segment opened and achieved good wall apposition. The physician continued to deploy the braid across the aneurysm neck. After more than 50% of the braid was deployed, the middle segment of the ped2 braid would not open. The microcatheter was centered. The physician reduced the slack twice and made 4 more attempts to deployed the ped2 braid, the mid segment of the braid remained not opened. This ped2 was withdrawn from the microcatheter. A new ped2 was inserted via the same microcatheter and completed the flow diversion treatment for the patient. No patient injury reported.

Manufacturer narrative:
Additional information, device evaluation the reported product was received and evaluated. The pipeline flex embolization device with shield technology (ped2) was received fully open at all segments, although the braid had moderated fraying at both distal and proximal ends. The delivery wire of the ped2 was found to have no anomalies. Based on the product analysis, the report of mid segment of the ped2 braid did not open could not be confirmed. The patient's moderate vessel tortuosity could have been a contributing factor to the reported experience. However, the cause of the ped2 braid damage and reported clinical experience could not be conclusively determined. The ped2 instruct for use states "precautions ¿ do not use in patients in whom the angiography demonstrates the anatomy is not appropriate for endovascular treatment, due to conditions such as severe intracranial vessel tortuosity or stenosis.". "After the distal end of the pipeline flex embolization device has successfully expanded, deploy the remainder of pipeline flex embolization device by pushing the delivery wire and/or unsheathing the pipeline flex embolization device. Re-sheathing and/or manipulation of the micro catheter, by locking down the delivery wire and moving both as a system, may facilitate expansion of the pipeline flex embolization device. Re-sheathing the pipeline flex embolization device more than 2 full cycles may cause damage to the distal or proximal ends of the braid." All devices are 100% inspected for damage and irregularities during manufacture. No evidence was found to suggest that the devices failed to meet specifications; therefore, manufacturing has been ruled out as a potential cause. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.